Event description:
Customer thinks that the pump delivers insulin inaccurately. He reported an instance where the pump delivered 12 units instead of the intended 15 units. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.